Event description:
Medtronic capsurefix atrial lead, 4068-52cm, would not fix to endocardium and myocardium. Helix would not extend after several attempts at placing leads. Lead exchanged per medtronic rep recommendation.